Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had air/water or aspiration problem. The event occurred during maintenance. There was no patient harm associated with the event. The device was evaluated, and it was found that there was foreign material protruding from the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to debris in the air/water nozzle. In addition to foreign material in the nozzle due to insufficient cleaning, additional findings were as follows: light cover glasses adhesive was worn; optical cover glass adhesive was worn; outlet pipe condition had blockage evident; distal end adhesive had uneven edge; suction connector had water ingress; the up/down and right/left angle was not to specification; the up/down angle had play evident; and water flow and removal was not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. This supplemental report is being submitted to provide additional information. This report is being supplemented to provide additional information based on device.